Manufacturer narrative:
Field change: additional information added on b5 and b7.

Event description:
On (B)(6) 2002, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2018, a computed tomography (CT) scan revealed aortic perforation. Four struts on the left extend beyond the wall of the ivc up to 17mm. The strut posterior medially to the anterior l3 vertebral body abutted the posterior aspect of the aorta and the strut posteriorly approximately 14mm beyond the ivc wall to the anterior l3 superior endplate. The CT scan notes degenerative changes of the spine. It was further reported that during original implant procedure of greenfield ivc, device was hence placed and deployed at the level of intravertebral disk between l1 and l2. At that time, fluoroscopy found good and stable positioning of greenfield. On 2018, CT scan found ivc filter with tip at the level of the left renal vein. This is above the level of the right renal vein. Four struts on the left from 12-6 o clock going through 3 o clock extend beyond the wall of ivc. The 12 o clock strut proximately 14 mm into retroperitoneal fat. The 3 o clock strut extending 17 mm beyond the ivc into the lumen of the aorta by approximately 7 mm. The 5 o clock strut posterior medially to the anterior l3 vertebral body abutting the posterior aspect of the aorta at 6 o clock approximately 16 mm beyond the wall of the ivc. The 6 o clock strut posteriorly approximately 14 mm beyond the wall of the ivc to the anterior l3 superior endplate. The CT scan also revealed a degenerative damage of the spine.

Event description:
On (B)(6) 2002, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2018, a computed tomography (CT) scan revealed aortic perforation. Four struts on the left extend beyond the wall of the ivc up to 17mm. The strut posterior medially to the anterior l3 vertebral body abutted the posterior aspect of the aorta and the strut posteriorly approximately 14mm beyond the ivc wall to the anterior l3 superior endplate. The CT scan notes degenerative changes of the spine.